Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an upper gastrointestinal (gi) bleed on (B)(6) 2016, and was admitted to the hospital. The patient was on warfarin at the time of the event. It was reported that the patient was transfused with 7 units of packed red blood cells. The gi bleed was resolved on 06/05/2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.